Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -17.00/+2.0/090 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to elevated intraocular pressure (iop). Additional surgery was performed on (B)(6) 2021, with the addition of new pis by yag but the problem was not resolved, so the lens was explanted. The problem was resolved. At last post-op visit the iop was 29mmhg. This was the replacement lens for MFR. Report # 2023826-2022-00183. The cause of the event was unknown.

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -17.00/+2.0/090 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to elevated intraocular pressure (iop). Additional surgery was performed on (B)(6) 2021, with the addition of new pis by yag but the problem was not resolved, so the lens was explanted. The problem was resolved. At last post-op visit the iop was 29mmhg. This was the replacement lens for MFR. Report # 2023826-2022-00183. The cause of the event was unknown.